Event description:
It was observed during central processing that the pk dissecting forceps instrument had a broken cable. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation results confirmed the alleged issue of a broken cable. The instrument was found to have a frayed pitch cable at the wrist. Frayed segments were observed in various lengths. No damage was found at the clevis. The customer reported complaint does not itself constitute a MDR reportable event; however the reported broken cable issue if to recur could cause or contribute to an adverse event.